Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-14316. It was reported that the patient¿s leads had migrated resulting in ineffective stimulation. As a result, the leads were repositioned and anchors were added on (B)(6) 2022. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.